Event description:
It was reported that during a procedure to place a vena cava filter, the arms deployed, but the legs were stuck in the sheath. Numerous attempts were made to deploy the filter, but it would not budge. A recovery cone was used to retrieve the filter. A second vena cava filter was used and placed successfully. No injury to the pt was reported.

Manufacturer narrative:
The device history records could not be retrieved, as the lot number was unk. The delivery system, without the filter, was returned for eval. All measurements confirmed the catheter was within spec. Examination of the internal sheath demonstrated that the hooks were skiving the catheter and there was twisting involved. The IFU (information for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: delivery of the g2 filter through the introducer, catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter. The result of the investigation is confirmed and the definitive root cause is unk.